Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included bleeding menstrual heavy, back pain, weight fluctuation, forgetfulness, anxiety, sweating increased palms, hair loss, perineal pain, paratubal cyst, menorrhagia, uterine prolapse and aspiration cyst nos. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2021, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years 10 months after insertion of essure. The patient was treated with surgery (enhance robotic total laparoscopic hysterectomy,bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included bleeding menstrual heavy, back pain, weight fluctuation, forgetfulness, anxiety, sweating increased palms, hair loss, perineal pain, paratubal cyst, menorrhagia, uterine prolapse and aspiration cyst nos. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2021, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years 10 months after insertion of essure. The patient was treated with surgery (senhance robotic total laparoscopic hysterectomy,bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:pelvic pain quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-may-2021: mr received: " previously reported event medical device removal replaced with pelvic pain." Reporter and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer and subsequently by lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 30-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of aspiration cyst nos, uterine prolapse, menorrhagia, paratubal cyst, perineal pain, hair loss, sweating increased palms, anxiety, forgetfulness, weight fluctuation, back pain and bleeding menstrual heavy. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2021, 1089 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced feeling abnormal ("brain fog"), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety"), genital haemorrhage ("heavy bleeding") and muscle spasms ("back spasm") and was found to have weight increased ("weight gain"). The patient was treated with surgery (senhance robotic total laparoscopic hysterectomy,bilateral salpingectomy,cystoscopy). At the time of the report, none of the outcomes for these events were known. The reporter considered alopecia, anxiety, depression, feeling abnormal, genital haemorrhage, muscle spasms, pelvic pain and weight increased to be related to essure administration. The reporter commented: discrepancy essure placement date (B)(6) 2018 or (B)(6) 2018. No ectopic pregnancy, hospitalization, abscess, sepsis, blood transfusion. No more than one essure related to surgery. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:pelvic pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-apr-2022: pfs received and the follow information were include consumer's reporter updated, lawyer's reporter, start date updated from (B)(6) 2018 to (B)(6) 2018, weight gain, foggy feeling in head, hair loss, depression, anxiety, back muscle spasms, genital bleeding. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) patient who had essure inserted for female sterilisation. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years 10 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.